Event description:
Consumer called to report inaccurate reading with her meter when compared to a lab reading. Analysis run on consensus error grid using lab reading (69) as ref.point vs. Bd readings (111) yielded some data points in the c zone of the grid, outside of acceptance limits.